Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when crossing the circular calcification, the ivus catheter became stuck, and upon pulling with force, the catheter was damaged, and the device was completely removed from the patients body. The procedure was completed using another of the same device. The patient condition following procedure is stable.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when crossing the circular calcification, the ivus catheter became stuck, and upon pulling with force, the catheter was damaged, and the device was completely removed from the patients body. The procedure was completed using another of the same device. The patient condition following procedure is stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Microscopic inspection revealed the guidewire exit port was lifted but the distal section of the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.